Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm unit would not boot up in clinical mode, the error logs show various error code 139. Per service manual, replaced power management board. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to confirm unit would not boot up in clinical mode, the error logs show various error code 139. Per service manual, replaced power management board. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name in (B)(6). The full name of the initial reporter that is abbreviated in is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not come out of boot up. There was no patient involvement, and no adverse event reported.